Event description:
The customer reported that they obtained an erroneously elevated high-sensitivity troponin I (tnih) result on a patient sample on an atellica im 1300 analyzer. The erroneous result was not reported to the physician(s). The sample was repeated on the original analyzer, and a similar elevated result was obtained. Then, the sample was repeated twice on an alternate analyzer, and lower results were obtained, which were considered correct. The repeat result of 660 pg/ml was reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the erroneously elevated tnih result.

Manufacturer narrative:
A united states (us) customer contacted the siemens healthcare diagnostics remote services center (rsc) regarding an erroneously elevated high-sensitivity troponin I (tnih) result obtained on a patient sample on an atellica im 1300 analyzer. Calibration recovered acceptably. Quality control (qc) recovered within the lab ranges before the erroneous results but recovered outside the lab ranges when run after the erroneous results. A siemens customer service engineer (cse) was dispatched to customer¿s site. During the visit, the cse inspected the analyzer and found sample probe integrity errors, checked acid and base dispense and reagent probe dispenses, which were acceptable. Then, the cse removed pack and checked alignment, which was good. Next, the cse removed wash manifolds, cleaned and replaced it, ran sample pump calibration and ran auto check, which passed. Then, the cse ran a calibration, which failed due to sample aspirate errors, replaced sample pump, reinstalled old sample pump, attempted to stylette sample tip plunger. Further, the cse replaced the sample probe plunger and performed all sample probe alignments (theta wedge, manual outer ring center and vertical, sample tip tray locations and vertical, vessel mover module (vmm) alignment, and sample probe air pump calibration), ran daily auto check, maintenance, calibration and qc, which were acceptable. Siemens has evaluated the event and determined that the cause of the erroneously elevated tnih result is unknown. The instrument is performing according to the specifications. No further evaluation is required.